Manufacturer narrative:
Preliminary analysis of the returned device showed proper electrical and mechanical function.

Event description:
Electrical issues were reported to the subject device. Reportedly the pacemaker was implanted on (B)(6) 2014 with no connection problems noted. Lead values measured by an analyzer during the implantation were normal . At post operation check, abnormal atrial lead impedance (>3000 ohms) was measured. Atrial pacing threshold was 3.0v/0.35ms. P wave amplitude was measured intermittently and its value was 1mv. A re-intervention was performed. During the procedure proper lead connection was confirmed and normal lead measurements were obtained when this was measured by an analyzer. The atrial lead was reconnected to the subject pacemaker and normal values were obtained by the programmer at this time, however, the device was replaced.

Event description:
Electrical issues were reported to the subject device. Reportedly the pacemaker was implanted on (B)(6) 2014 with no connection problems noted. Lead values measured by an analyzer during the implantation were normal . At post operation check, abnormal atrial lead impedance (>3000 ohms) was measured. Atrial pacing threshold was 3.0v/0.35ms. P wave amplitude was measured intermittently and its value was 1mv. A re-intervention was performed. During the procedure proper lead connection was confirmed and normal lead measurements were obtained when this was measured by an analyzer. The atrial lead was reconnected to the subject pacemaker and normal values were obtained by the programmer at this time, however the device was replaced.

Event description:
Electrical issues were reported to the subject device. Reportedly, the pacemaker was implanted on (B)(6) 2014 with no connection problems noted. Lead values measured by an analyzer during the implantation were normal . At post operation check, abnormal atrial lead impedance (>3000 ohms) was measured. Atrial pacing threshold was 3.0v/0.35ms. P wave amplitude was measured intermittently and its value was 1mv. A re-intervention was performed. During the procedure proper lead connection was confirmed and normal lead measurements were obtained when this was measured by an analyzer. The atrial lead was reconnected to the subject pacemaker and normal values were obtained by the programmer at this time, however the device was replaced.